Manufacturer narrative:
The user reported receiving glucose suspend alert on 29 jan 2026. Based on escalation analysis, a sensor replacement was approved due to system performance and the device was requested for further investigation. Visual inspection and functional testing of the returned sensor did not identify any anomalies or indication of malfunction. However, a review of sensor data demonstrated optical instability. The glucose suspend alert was triggered when all the channels fell below the threshold. This optical instability could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A replacement sensor was provided to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.